Event description:
It was being reported that during set up for patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "no augmentation pressure". Actually the customer had stated that the augmented pressures could not be seen on the screen.

Manufacturer narrative:
Investigation finalize on: (B)(6) 2024. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had verified the correct opeartion with patient simulator of the cardiosave trainer. Even all the augmentation were available on screen and fse could not duplicate the related problem. After that the fse had ran and passed all performance and function tests from which the equipment had passed all the functional testing.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a